Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. User facility medwatch: mw5153879.

Event description:
Material: 381523 lot: 3277686. It was reported by customer that needle did not retract during attempted IV. Verbatim: rcc received a complaint via email. Email(s) attached. Needle did not retract during attempted IV (intravenous) insertion catalog #: 381523. Lot #: 3277686. Additional information: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381523 and lot number 3277686. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.